Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryno instrument associated with this report were received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they would like to replace grater sizes 44-58mm and replace with new graters (sharper and new style graters).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they would like to replace grater sizes 44-58mm and replace with new graters (sharper and new style graters).